Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of the angle wire, the bending angles in the up, down, left, and right directions do not meet the standard values. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on objective lens, and damage on instrument channel (ch)-tube, forceps cannot be inserted smoothly. There were no reports of patient involvement.